Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal one tampon fell apart and another tampon from the same box had the string pull out leaving the tampon inside. She was able to manually remove the remaining tampon pieces and did not seek medical attention.